Manufacturer narrative:
Returned product consisted of a solent omni thrombectomy system with no other devices.the pump, shaft, and tip were microscopically examined and visually inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® solent¿ omni catheter was used during a thrombectomy treatment in right lower leg. After a couple of minutes of aspiration, it just froze and lost aspiration. The catheter was removed from the patient. The procedure was completed with another solent omni catheter successfully. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® solent¿ omni catheter was used during a thrombectomy treatment in right lower leg. After a couple of minutes of aspiration, it just froze and lost aspiration. The catheter was removed from the patient. The procedure was completed with another solent omni catheter successfully. No patient complications were reported and the patient status was fine.